Manufacturer narrative:
A batch record review indicates no discrepancies. Photograph and samples has not been received for this complaint. Photograph and samples has not been received for this complaint. Lot # 7m00604 was sterilized and released based on the review of results of sterilization. All the results were within specification and products were released in compliance with standard operation procedures. The production process, in-process control, testing result, packaging of products run according to the process instruction for subassembly process drainfix. A visual inspection of securement products according to testing method was performed by quality assistant on beginning of order, on beginning of every shift and after every hour. Packaging was done according to the process instruction for packing of sterile securements products. During packing process following tests are performed: burst test to evaluate strength of the weld, water leakage test for detection of holes in primary pack, peel test to check correct opening of the seal and 100% visual inspection for detection of any defects on packing. Based on the available record, all tests were performed and all results were within specification. Review of the device history record showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. No other complaint of this nature on affected lot has been registered. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. Reporting site: 1049092 manufacturing site: 3005778470.

Event description:
No further action required by medical evaluators. Medical reviewer edits needed.

Manufacturer narrative:
Expiration date: 11/2020. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the adhesive border of the drain fix is not adhering well as it becomes dislodged. To secure the drain fix in place they are systematically positioning an opsite IV 3000 over the drain fix. It was further reported that they use drain fix to secure a drain positioned on the back of the patients during nephrostomy. No photos were provided.